Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they replaced the mixing pump and the arctic sun device still would not cool. Chiller tank had water but at 21.5c. Potential chiller circuit issue. They requested a quote for chiller repair.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2024-07103. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they replaced the mixing pump and the arctic sun device still would not cool. Chiller tank had water but at 21.5c. Potential chiller circuit issue. They requested a quote for chiller repair.